Manufacturer narrative:
The pump passed the self-test and the displacement test. No pump error 23 noted during test. Unit successfully downloaded to thumps. Verified the pump alarmed pump error 23 after battery removal on 04/23/2024 04:43:41.000 in pump downloaded history. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, faded serial number label, cracked battery tube threads, scratched case and pillowing keypad overlay. Pump passed all required testing and no pump error 23 noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed and customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned.